Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test were unable to be conducted, due to compromised force sensor system alarm. The pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer sometimes does not change sets for four to five days, because the device does not alarm for no delivery. The mother states there is a clicking noise coming from the pump. The mother states the customer's blood glucose on average is 224mg/dl. The mother would like the pump replaced. The customer was advised the pump would be replaced and returned for analysis.